Event description:
It was reported the powerseal curved jaw sealer & divider had worse release than intended with the hand switch. The therapeutic pancreaticoduodenectomy procedure was completed with a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the output button had a clicking sound when pressed, but it did not return to the correct position after pressing. At that time, it was confirmed that it could be activated with a light press without pressing a finger. In addition, sometimes the button was perceived as being pressed, but it was not really pressed. No further escalation is required. Based on the investigation, no nonconformances were found related to this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.